Manufacturer narrative:
The cot was evaluated by a field technician at the complainant's site. A visual and functional evaluation was conducted and the cot was functioning according to specification. The release mechanism on this cot requires the cot to be lifted to remove the weight off the legs before the release mechanism will operate. It is suspected the operators were not taking all of the weight off the legs before activating the release mechanism. No further details have been provided regarding the medic's alleged injury, the type of medical treatment sought or the outcome of the medical treatment.

Event description:
It was reported while lifting the frame of the cot to release the locking mechanism, a medic allegedly injured their back when the mechanism would not release. There was a patient on the cot at the time of incident but there were no reports of injury or adverse consequence to the patient. The initial report of the incident indicated the medic did not seek medical intervention for the alleged injury but rather used ice and rest. It was later reported on 12/23/2016 that the medic was going to seek medical treatment for the alleged injury due to ongoing pain.